Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was implanted with this pacemaker system. Three days later, the patient underwent a lead revision due to increased thresholds. The cause for the increased thresholds was due to not enough slack in the lead. It was noted that the patient is of a larger stature; therefore, when the lead was placed it is believed there was not enough slack to accommodate movement. The lead was successfully repositioned and no further issues have been reported.